Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator received a shock. It was noted that the patient had a high body mass index. A request was made for technical services review of device data. Ts review of device data confirmed that a shock had been delivered due to oversensing of noise. Impedance was noted to be within normal range. Ts also discussed potential causes of the noise and recommended troubleshooting options. The field representative reported that they would work with the physician to bring the patient in for system evaluation. No additional adverse patient effects were reported. This device remains in service.